Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4).

Event description:
As reported to coloplast though not verified, severe pelvic and vaginal pain noted in pacu with nausea. (B)(6) admitted to the hospital with lower, sharp abdominal pain, tenderness in lower abdomen and suprapubic region elevated wbc, purulent discharge in foley, pyelonephritis. (B)(6) 2015 positive culture for gardnerella, nausea, vomiting. (B)(6) 2015 vaginal wound closure and sling revision for mesh exposure. (B)(6) 2016 - sling revision for sling erosion causing dyspareunia under IV anesthesia.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
This follow-up MDR is created to document additional information received for record#: (B)(4), this complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the implanted device lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.